Event description:
It was reported that patient underwent knee arthroplasty utilizing an oxford unicompartmental tibial bearing in 2007. Subsequently, patient suffered a fall and began experiencing pain which cleared on its own. Approximately one year and a half later, the pain presented again, and became worse in the few months that followed. A scope was performed and showed damage. A revision procedure was performed in 2009, and the bearing was removed and replaced.

Event description:
It was reported that patient underwent knee arthroplasty utilizing an oxford unicompartmental tibial bearing in 2007. Subsequently, patient suffered a fall and began experiencing pain which cleared on its own. Approximately one year and a half later, the pain presented again and became worse in the few months that followed. A scope was performed and showed damage. A revision procedure was performed one week later, and the bearing was removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found evidence of wear on the condylar, and backside surfaces. There was scratching of the condylar surface which may have been caused by third body debris. There was no evidence of oxidation, delamination or excessive wear.this report filed september 15, 2009.

Manufacturer narrative:
Manufacture date - november 2, 2005. This report filed november 18, 2009.